Event description:
The pca keys used on abbott pca pumps is a universal key that can be used on any of their pumps. As a result, pca's are subject to diversion from those who have obtained a key. Recommend unique keys for each pca pump.